Event description:
We were using a phacotron system plus ii machine and using a new sleeve fot he procedure. The irrigation.aspiration hand piece was rested, placed in the eye and irrigation and aspiration of the cortex was performed. Immediately upon beginning irrigation, there was a grayish, needle-like, plastic foreign body that was irrigated out of the periphery. This was grasped and removed without any problems. It appeared to be made of the same material as the sleeveinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.